Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported for left side "calcification", "solid (stable) bilateral nodule", "lobulated contours", "left implant with spherical shape and wavy contour", "capsular contracture grade unknown". "Ductal ectasias in the left breast " was also reported which is not related to the device. The device remains implanted. Treatment: anti-inflammatory medication.